Event description:
It was reported that the patient experienced an infusion set tape was not sticking on the second day of insertion in the thigh while showering leading to elevated blood glucose and was treated with manual injection on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.